Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the head of the bed will go up and then while attempting to lower, the head will stop and then collapse.